Event description:
This is a follow up #1 to report the investigation results of the returned needle. As reported in the initial: it was reported that during a renal cryoablation case, two needles did not cool sufficiently despite successful testing at the beginning of the procedure. Troubleshooting through active warming cycle and changing the needle connections were unsuccessful. The procedure was postponed and not completed. The needles will be returned for investigation.

Manufacturer narrative:
Two needles from lot a1255 were returned for investigation. The needle lot manufacturing records were reviewed and no related deviation or concerns were found. Engineering investigation including electrical properties, iceball size, gas consumption and shaft temperature were all within specification. The needles passed all testing on a vi system. The complaint could not be confirmed as the needles passed all investigative testing with no failure found.

Event description:
It was reported that during a renal cryoablation case, two needles did not cool sufficiently despite successful testing at the beginning of the procedure. Troubleshooting through active warming cycle and changing the needle connections were unsuccessful. The procedure was postponed and not completed. The needles will be returned for investigation.